Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratch which led to blurring of insulin level icon on the display screen. The customers blood glucose level was unknown. The insulin pump will not return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test ad displacement test. However device alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Device received with normal operating currents. No unexpected low battery alarm noted. Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.